Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code message. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. The pump was manufactured in 2016 and thus outside of its warranty period. A service history device history record was performed on pump and it was found never to have been back for repair previously.